Manufacturer narrative:
One level 1 hotline low flow system was received with a damaged lcd and line cord, a cracked tank cover and an outdated printed circuit board (pcb) and power switch. A visual inspection was conducted, the tank was filled with water, a temperature check was attached, an in line cord was plugged in and the device was powered on. The reported issue was able to be duplicated. The issue was customer induced; there were cracks in the tank cover. There was no action taken to repair the device due to the age and condition of the device.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system leaks water. There was no reported adverse event.